Manufacturer narrative:
The field service representative (fsr) removed the roller pump and installed a loaner roller pump. The perfusion screen was updated to reflect the removal and installation of a new roller pump in accordance with procedures. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation. The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) could not duplicate the issue. The pump jam test procedure was performed 20 times at room temperature and another 20 times after being in a cold chamber for an hour without any reset of the pump. All internal parts were inspected and no anomalies were observed. The roller pump was sent to service for further evaluation. The service repair technician could not duplicate the issue. The unit will be brought to manufacturers specifications before being returned to the customer. No additional action will be taken at this time.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00241.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, when he performed the pump jam procedure, there was a loss of display and the roller pump reset (intermittently). There was no pt involvement.